Manufacturer narrative:
An investigation was initiated due to discrepant cefoxitin screen test (oxsf) results for nine (9) staphylococcus aureus patient isolates associated with vitek® 2 v7.01 software, ast-p634 card. The presence of (B)(6) strain was confirmed by pcr meca positive for all strains. The reference method used for cefoxitin screen test in development, disc diffusion for cefoxitin (fox), gave resistant results. Tests performed on the p634 card and vitek 2 v7.01 system: - aes parameters : global european based + phenotypic - test of the customer lot 7340619203 called cl1. - test of the second customer lot 7340690403 called cl2. - test of the third customer lot 7340502403 called cl3, only for strain q6. - test of one (1) random lot 7340467403 called rl. - the lots were tested from tsab subculture. - vitek 2 version v7.01 and the new version 8.01 were tested in parallel. On vitek 2 system version 7.01 : - false susceptible oxacillin results were reproduced internally, which lead to a very major category error for strains q2, q6 and q8. - negative oxsf results were reproduced internally for all strains, which lead to the non-detection of the mrsa isolate for strains q2, q4 and q7. Study of growth graphs showed some strains had late growth or no growth in the oxsf well, or atypical growth in the positive control well in vitek 2 v7.01. --> the new software version 8.01 improves the detection of the mrsa phenotype, except for strain q7, since oxsf test was obtained positive, and aes system gave "modification of pbp" phenotype (oxsf knowledge base was modified in this new version).

Event description:
A customer in the (B)(6) notified biomérieux of discrepant results associated with vitek®2 ast-p634 test kit (reference 415671). The customer reported having a number of staphylococci anticipating results to be (B)(6) but got back (B)(6). Upon further testing these isolates were (B)(6) so they were (B)(6). There were nine (9) different isolates from nine (9) patients: notification: (B)(4), patient number: (B)(6), MDR # 1950204-2018-00268; 2600925, (B)(6), this report; (B)(4), (B)(6), 1950204-2018-00270; (B)(4), (B)(6), 1950204-2018-00271; (B)(4), (B)(6), 1950204-2018-00272; (B)(4), (B)(6), 1950204-2018-00273; (B)(4), (B)(6), 1950204-2018-00274; (B)(4), (B)(6), 1950204-2018-00276; (B)(4), (B)(6), 1950204-2018-00277. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.